Event description:
The device was used to treat a pt and allegedly the electrodes would not connect properly to the device's defibrillation cables. The pt was transported to the hosp and treatment was continued with cardiopulmonary resuscitation. The pt was not resuscitated. The reporter stated that the device did not cause of contribute to the pt's outcome. The statement was based on the pt's downtime and overall lack of viability.